Event description:
Related manufacturer reference number: 2017865-2022-13815. It was reported that the patient presented for a follow up with right ventricular (rv) and left ventricular (lv) leads that were dislodged due to a patient fall. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full measured helix length was within specification. X-ray examination did not find any indication of conductor fractures.